Manufacturer narrative:
Information regarding the initial reporter section. Other healthcare professional. Investigation evaluation: an evaluation of the photos provided by the user confirmed the lot number of the product. The second photo showed the device in use. Our laboratory evaluation of the product said to be involved confirmed the report. The trigger cord attached to the barrel with two (2) bands, the loading catheter, the two-way handle and irrigation adapter were included in the return. None of the four (4) bands missing from the barrel were included in the return. During a visual examination, it was observed that one leg of the trigger cord had come out from between the fifth and sixth band forming a loop in the cord. The remaining beads for bands 5 and 6 were still on the barrel but were out of place. The beads were examined using magnification and appeared to be correctly filled and had no evidence of excess flash. The length of the trigger cord was measured between the knots and was within tolerance. The trigger cord was intact and not broken. An evaluation of the handle wheel movement was performed and the wheel functioned as intended. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered remote. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic hemorrhoidal ligation, the physician selected a cook 6 shooter saeed multi-band ligator. As the physician attempted to release the fifth band, the physician detected the trigger cord deviated from the normal course (trigger cord not retained under bands). The physician was concerned about the function of the device and changed to another of the same device to complete the procedure. Other than the deployed bands, a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
A correction was made to the manufacturing and expiration dates.